Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Iegms appear to show noise on this lead, which could be created during a follow-up. Out of range bipolar impedances were also reported. Lead remains actively implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.